Event description:
Customer reported one discrepant sars-cov-2 tma sample in wl 001905-20230103-22 using assay lot 323084 on panther instrument sn (B)(4). A nasopharyngeal swab in saline was aliquoted into a panther lysis tube (gray) and tested positive. The sample was then run on a non-hologic platform as part of a panel test where it resulted negative for sars-cov-2. The customer planned on retesting the affected sample on a third platform but requested a log review from hologic technical support to understand why this sample had discrepant results. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. The result was not reported to the patient. There were no associated/reported adverse events.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no issues with the controls or kinetics in the affected wl. The rlu values were within specifications, and the instrument was reporting out correctly per the assay algorithm. There was no pattern to the positive samples in this wl, although the positivity rate was slightly higher than expected; pas suggested this could be a sample handling issue. Hologic technical support relayed pas review to customer, informing them that hologic found no evidence of hardware or chemistry issues that could have contributed to questionable results. The sample in question was tested on another non-hologic platform which also targets the orf1ab gene, and it resulted positive. Customer was confident releasing the positive test result. No further issues were reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.